Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was taking too long to warm up. The device was not changed out, as they used the unit to finish the case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Per tech support, it seems like the customer is heating the entire tank, that is why it's taking longer to heat. He recommended replacing both valves. The user facility's biomedical engineer (biomed) is going to repair the cooler heater unit.